Event description:
It was reported that during use in a mandibular maxillary osteotomy, the bur broke inside the pt's mouth. All pieces were retrieved and there were no injuries associated with this incident.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by MFR. Investigation results: the product was not returned for evaluation therefore, conmed linvatec is unable to determine the cause of this failure. A review of history for this product shows no trend for this failure mode. We will continue to monitor this product for failures.